Event description:
It was reported that the patient presented for a pre-discharge follow-up after an implant procedure. It was noted that the right atrial (ra) lead exhibited far-r-wave oversensing. Chest x-ray and fluoroscopy revealed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient remained in stable condition.